Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to the customer's site. The stm ran the unit on his test balloon and trainer, without any issues. However, the stm discovered several fault # 37 and iab disconnected messages in the error log of the unit. The stm then performed all the tests and calibrations on the unit and did not find any issues during testing and calibration. The unit ran on the stm's test circuit again for 20 minutes with any occurring problems. The unit passed all functional and safety checks and then released to the customer and cleared for clinical service. The full name of the event site name noted is (B)(6).

Event description:
The customer called concerned about the cardiosave intra-aortic balloon pump (iabp) alarming autofill failure. The nurse checked all connection and head of bed (hob) was flat. The nurse also verified that the there was no blood in the helium tubing. She induced and intra-aortic balloon (iab) fill however this did not resolve alarm. A chest x-ray (cxr) was called for to verify placement of the balloon. A getinge representative suggested to get a backup unit and swap the unit out. The nurse called back for assistance with switching out the pump. After the transducer was zeroed and therapy resumed everything functioned properly. No adverse event was reported.

Event description:
The customer called concerned about the cardiosave intra-aortic balloon pump (iabp) alarming autofill failure. The nurse checked all connection and head of bed (hob) was flat. The nurse also verified that the there was no blood in the helium tubing. She induced and intra-aortic balloon (iab) fill however this did not resolve alarm. A chest x-ray (cxr) was called for to verify placement of the balloon. A getinge representative suggested to get a backup unit and swap the unit out. The nurse called back for assistance with switching out the pump. After the transducer was zeroed and therapy resumed everything functioned properly. No adverse event was reported.